Event description:
It was reported that the right atrial (ra) lead was inadvertently dislodged during the upgrade procedure from an implantable pulse generator (ipg) device to a cardiac resynchronization therapy defibrillator (crt-d) device. The physician decided to cap the lead and implant a new one instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 500dm29 mechanical valve (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.